Manufacturer narrative:
Analysis revealed epoxy was found in the atrial connector block threads, which resulted in the reported stuck setscrew event. The observed epoxy was caused by a manufacturing anomaly. Actions have been taken to prevent reoccurrence.

Event description:
Related manufacturer reference number: 2017865-2025-12551 it was reported that right atrial (ra) lead was explanted and replaced due to dislodgement. Dislodgement discovered during electrical testing and the ra lead was pacing the rv. During the explant procedure the lead couldn't be removed from the header. The device was also explanted and replaced. The patient is in stable condition.